Manufacturer narrative:
Corrected information: visual inspection found foreign material on lens surface (clear residue on lens). This is a resubmission to correct the MFR#. The MFR number was reported incorrectly (MFR# 2023827-2017-01553). (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Device evaluation: product evaluation found that the lens was returned in a microcentrifuge vial with moisture on lens and clear surgical residue/debris on product. Visual inspection found no visible damage to lens. (B)(4). Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in a patient under the age of 21 years old. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7 mm vicm5_13.7, -10.50 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.